Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, dislodgment was noted the right atrial lead via diagnostic imaging. The device was explanted and replaced. The patient was in stable condition.